Event description:
The customer alleged that he had received high blood glucose readings using his contour ts meter. While troubleshooting, he performed control tests and received a result of 248 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test strips were sent to the customer.